Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), blank display, audio/vibrate anomaly/absence of alarm, flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer was not able to clear the pump error alarm. Insulin pump will be replaced. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink software. Unit power up properly after battery installation. Proceed it by using a new battery cap and a new battery. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review one pump error 15 (file number = 38 line number = 442) was recorded on (B)(6) 2024. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. In conclusion, customer concern for critical pump error (open book image) alarm, blank display, flashing medtronic logo and audio/vibrate anomaly/absence of alarm were not observed during testing. Critical pump error (open book image) alarm, flashing medtronic logo and blank display were not confirmed. Audio anomaly not confirmed during testing or in the pump history/trace files. Unit tested successfully. Pump passed full functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.